Manufacturer narrative:
(B)(4).

Event description:
It was reported by on (B)(6) 2016 that a doctor had issues with her tablet. The message "unable to open port" appeared. The doctor was advised to replace the serial cable. After doing this the issue was resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.